Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one adapter. The event report alleges the product was used in a surgical procedure. Visual and functional evaluation noted a bowed switch, cracked solder joints and improper cleaning. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The root cause of the observed condition was determined to be a result of a manufacturing activity and a product enhancement has been initiated to prevent this condition from recurring. Based on the evidence available the reported condition was confirmed. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter:, during a left hemicolectomy , the dlu could not be introduced in the stapler shaft, even though the top of the shaft was cleaned many times. Once introduced, it's not lighting green as supposed to before firing. The stapler has been used 39 out 50 times and has been fired 210 times. A manual handle was used to continue the case. There was no patient injury or medical intervention.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.